Event description:
It was reported to an aci sales professional that a male pt underwent an unk catheterization procedure on (B) (6) 2010. The physician trained to the mynx, chose the device for femoral arterial closure. No complications were reported regarding the deployment. The aci sales professional was told that three days post procedure, the pt presented with a cold leg. He was transferred to another hospital where a vascular surgeon was called from yet another hospital. It was reported that surgery was performed to remove what was reported as mynx sealant in the profunda. It was also reported that both of the pt's legs were "worked" on. No other info was available and there were no further reports of clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on info received and investigation performed, the cause of the reported sealant misdeployment and ischemia could not be conclusively determined. It was reported that surgery was performed to remove what was reported as mynx sealant in the profunda. It is unk whether or not the reported substance assessed to be mynx sealant was sent to pathology. Without source documents or the material to perform chemical analysis of the composition, this could not be confirmed. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept.